Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer has experienced occasional elevated blood glucose (bg) levels around 300 (mg/dl) for approximately 6 years. Customer reported that they began pump therapy 3 years ago and have administered boluses with the pump to treat bg levels. At the time of the call, customer indicated that their bg levels were in target range. Recommendation was made to consult with health care provider to discuss diabetes management.